Event description:
It was reported that during a knee procedure, the shaver's tip broke off in knee. The tip was retrieved and an x-ray was taken to ensure the other piece was flushed out.

Manufacturer narrative:
Additional information will be provided once investigation is completed.